Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6), 2010 to treat her pelvic organ prolapse, cystocele, vaginal apical prolapse, genitourinary stress incontinence. It was alleged that approx three months after the mesh was implanted the plaintiff experienced pain, bleeding and "felt an object sticking out of her vagina." The plaintiff underwent a second surgery in (B)(6) 2010 to remove eroded mesh. It was alleged that plaintiff continues to experience symptoms and has suffered serious bodily injury, severe emotional distress, mental and physical pain and suffering, and severe and debilitating injuries, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.